Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality controls were high out of range, after they performed calibrations. Ccc specialist reviewed the calibration data, which was not acceptable. The customer recalibrated the assay with newly made calibrators and repeated calibrations and qc, which passed. The customer was also instructed to clean windows and perform alignments. A siemens customer service engineer (cse) was dispatched to the customer site. The customer informed the cse that the ccc instructions had resolved the issue. The cse performed preventive maintenance. The cse performed a system check and ran qc, which passed. The cause of the discordant, falsely elevated hb1c result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated hemoglobin a1c (hb1c) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c result.